Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g3; g6; h1; h2; h3; h6; h10. A visual inspection was conducted on the returned elevator. The elevator shows signs of multiple uses including heavy marking/scratching on the elevator surface. The product date code indicates the instrument was manufactured between jul- dec 1995. The visual inspection of the instrument confirmed the elevator tip has fractured. The fractured elevator tip was not returned by the customer. Medical records were not provided. DHR review was not performed as the product date code indicates the device was manufactured between jul-dec of 1995. The product has approximate field age of 28 years, with an unknown number of uses. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during an extraction. There were no consequences or impact to the patient. It was reported that no further information is available.